Event description:
Boston scientific reported the following information: undersensing seen on the atrial channel caused the device to misclassify an svt as vt and deliver therapy. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.